Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes.

Event description:
It was reported programming errors due to incorrect selection of non-weight based versus weight-based drug setup options. It was also reported that the guardrails alert was bypassed by the clinician. This reportedly resulted in patient death; no further details were provided. Bd has conducted multiple attempts to obtain additional information from the reporter, but none was provided.

Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported programming errors due to incorrect selection of non-weight based versus weight-based drug setup options. It was also reported that the guardrails alert was bypassed by the clinician. This reportedly resulted in patient death; no further details were provided. Bd has conducted multiple attempts to obtain additional information from the reporter, but none was provided.